Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became shattered. Reportedly, the pump is still functional. There was no reported impact to customer's blood glucose level. Customer indicated they will continue to use the pump for insulin therapy.